Manufacturer narrative:
22-jun-2021: no manufacturing cause identified based on investigation.

Event description:
Consumer reported via email that the tampons unravel when cord pulled. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via email that the tampons unravel when cord pulled. No injury was reported.